Manufacturer narrative:
Image review: five media files were provided for review. The patient¿s executive summary was not provided for anatomical review, however, it is known that the patient had valvular calcification. As stated in the instructions for use (IFU), predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification, bicuspid anatomy and size 34 mm valve. It was reported that a pre-implant balloon dilation was not performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. During the first deployment attempt, significant under expansion and an infold were noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was recaptured and withdrawn, then a pre-implant balloon dilation was performed and the new valve was implanted successfully. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot number: {unknown}; product type: {0195-heart valves}; non-implantable device product ID: {l-evolutfx-2329}; product lot number: {unknown}; product type: {0195-heart valves}; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 in a patient with calcification at the valve site, a pre-implant balloon dilation was not performed. During the initial deployment attempt, an infold of the valve frame was observed. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A pre-implant balloon dilation was then performed using a 20mm balloon. A new valve was loaded into a new dcs and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in a return kit fully submerged in cloudy 0.2% glutaraldehyde. All leaflets were flexible. All leaflets were in the closed position. All commissures were intact. Bent strut was observed on the outflow crown. The damage is suggestive of possible frame misalignment during the loading process. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.